Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the failure of single point load cell #1. The damaged front enclosure and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in august 2011 and is over 11 years old, well beyond its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, a damaged front enclosure and bent battery lock clip were observed. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The front enclosure and battery lock were replaced to address the issues. A review of the archive data showed (ua) 07 on the event date; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. Single point load cell #1 was replaced to remedy the complaint. Unrelated to the reported complaint, a worn-out UDI label was also observed. This is likely attributed to user mishandling and the label was replaced to remedy the issue. Following service, the autopulse platform passed the load cell characterization check and the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the error by restarting the platform. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.